Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are trying to charge the implanted neurostimulator and the recharger is malfunctioning and it feels like electricity is shooting through his back at the bottom of the paddle and feels like a 9v battery. Patient stated he is getting highand low numbers on the controller screen and it will not lock in. Agent asked patient to inspect the recharging antenna for damage and patient said the cord is damaged where the cord goes into the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger device.